Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having tlif of l3/4 was added for the case with fixated l4/5 for adjacent intervertebral disorder. It was reported that when the driver was used to insert the right l4 screw deeply, the bone was hard and the resistance was strong. The screwdriver tip broke and the screwdriver tip remained in the screw head. Removal was attempted but could not be removed. The rod was secured at the physician's discretion while leaving it as is. There was no patient symptom reported. There were no further complications reported regarding the event. Additional information was received that there was no malfunction in the initial surgery. The revision surgery was for adjacent disc disease.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: part # 6640004; lot # nm15d025 visual inspection confirmed the entire torx tip of instrument has been sheared off optical examination of the fracture surface revealed a fairly flat fracture surface and circular material flow. The damage to the driver is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.